Manufacturer narrative:
B3: event date: sept/2024 a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was not provided, however, the reporter interpreted the log and stated "multiple occlusions immediately after the start including 2 downstream (one auto-restart, one restarted by the user) and 2 upstream cleared in 17s and 8s respectively. Flow confirmation completed each time." The log cannot be used to determine if the alarms were true or false. The spectrum operator¿s manual warns the user proper venting required. Upstream occlusions caused by improperly vented glass bottles or burettes may not be detected because of the very slow-building vacuums resulting from these situations. The reporter additionally stated that "... Its almost certain the line was clamped immediately prior to the start of the infusion." The spectrum manual warns the user "ensure that IV sets or container vents are properly functioning that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions." The device was not returned for evaluation and therefore a device investigation could not be completed. The reporter indicated the pump was not being returned as the likely cause of the event was due to the upstream occlusion not being appropriately resolved prior to resuming the infusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not delivering propofol during a surgical procedure due to an alleged issue of ¿an upstream occlusion not being appropriately resolved prior to resuming the infusion¿. During an unknown surgical procedure, the patient reacted to the incision. The infusion of propofol was increased from 150 to 175 and a bolus of propofol was administered from a syringe through the IV line stopcock. The propofol infusion was noted to not be infusing and upon inspection, the pump was observed to be on, all clamps were open both above and below the pump, and the pump was not alarming. As a result, sevoflurane was started, flows were increased, and after the desired level of anesthesia was achieved, the surgeon was instructed to continue. No further information was provided.